Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 88 70aaq01, serial# (B)(4), product type software; product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ¿floppiness¿ the pump was interrogated and it said ¿pump memory error. Pump and catheter data invalid.¿ the patient was ¿good¿ and can ¿wait a week¿ for an adjustment. The patient was ¿very happy with the pump¿. They planned to order the new software card. The pump was delivering lioresal. It was later reported the physician had received a new card to read the pump. There was never an issue of any type with the patient. The patient was doing very well with the pump. The patient had no symptoms.